Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was gel smeared on the bd vacutainer® sst¿ ii advance plus blood collection tube wall after centrifugation. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was gel smeared on the bd vacutainer sst ii advance plus blood collection tube wall after centrifugation. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, some of the tubes tested exhibited gel smearing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and retains, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Based on the investigation, a root cause could not be determined.